Event description:
Spontaneous report received on 30 november 2004 from an institution regarding a heart transplant pt (identifiers not provided). The pt received a heart transplant in 2004. Celsior solution was used in the heart transplantation. The pt experienced primary non-function where the heart never restarted and the pt died intra-operatively. The reporter did not provide a causality assessment. This is the first of three cases provided by this reporter. Please refer to cels-10011 amd cels-10012.